Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 50s mg/dl. Low bg cause was not known. Customer consumed carbohydrate to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.